Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a low out of range pacing impedance measurement, less than 200 ohms. It was noted the impedance had been stable and there were no events with noise recorded. It was noted the patient was device dependent. Technical services (ts) recommended bringing the patient into clinic for further testing and reprogramming options. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).